Event description:
Information received indicated the left and right hand siderails were not latching.

Manufacturer narrative:
The hill-rom technician found dry blood in the latching systems pathway. He cleaned and lubricated both latching siderails to resolve the issue.